Manufacturer narrative:
Follow-up #1: date of submission 05/25/2016, device evaluation: the device has been returned and evaluated by product analysis on 05/06/2016 with the following findings: the keypad was found to be intact; however, all buttons were found to be unresponsive during investigation. The pump was opened to inspect the keypad flex and the connector. The keypad flex was found not to be fully seated in the keypad connector. The menu was unable to be navigated from the verify screen due to the unresponsive keypad. The keypad flex was securely reseated and all buttons were responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.